Event description:
During a tcr, the endoscopic image was difficult to see due to abnormal irrigation. The procedure was aborted. The user facility reported that the patient is scheduled for second surgery in september. The physician initially presumed the cause of abnormal reflux was related to debris of resected endometrium blocking the holes at distal end of the outer sheath.

Manufacturer narrative:
The device involved in the event has been returned to the (B)(4) service center for investigation. A flow test in comparison to a similar device have not resulted in any observation of impairment eg, deviation from specification. The sheath has been inspected for the presence of foreign particles without findings. The user facility has been visited by company representatives to obtain additional information. The patient is a young woman who has never born children so far and thus, it was decided not to perform a hormonal adjustment in preparation of the procedure. The patient had her period during the procedure and, under consideration of the patient's burden, only a little dilation of the cervix was performed. It is seen likely that patient condition and special circumstances of the procedure have led to the user experience of impaired view. A second treatment has been performed in the meantime without any complication. This report is being submitted in abundance of caution.